Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.

Event description:
It was reported that a patient with a hip arthroplasty presented with dvt (deep vein thrombosis). Swelling and redness was noted in the left thigh above the knee.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot numbers of the products are unknown; therefore the device history records and complaint history could not be reviewed. These devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a legacy zimmer cpt stem and cocr head were used with a cemented xlpe marathon cup (marathon depuy (B)(4)). Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. It cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A definitive root cause cannot be determined with the information provided.